Event description:
While processing plates on the osp using syringe the technician observed that the syringes were bent in such a way that may cause them to improperly dispense fluid into the microwell. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 31199877.